Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported that using guide pin (3.2x45) for insertion of opening reamer through the tip of the greater troch. Doctor was using pin driver to manipulate guide pin and the threaded tip broke off near the calcar region of proximal femur. The thread was broken off at a point to where it was necessary to leave it and not perform an osteotomy to remove.